Manufacturer narrative:
The device was not returned to the manufacturer for analysis. Additionally, procedural or post procedural images were not provided; therefore, the reported event cannot be confirmed. The lot number was not provided; therefore, a search for production-related ncrs could not be performed.

Event description:
As reported through the article titled, "the woven endobridge for unruptured intracranial aneurysms: results in 95 aneurysms from a single center", during the treatment of the patient's aneurysm with a web device, a procedural rupture occurred without clinical sequelae. The case involved a (B)(6)-year-old woman with an unruptured 3 mm middle cerebral artery aneurysm, the aneurysm ruptured by the microcatheter during attempted web placement. Slack on the microcatheter due to vessel tortuosity made the microcatheter jump forward during the advancement of the web. This resulted in a perforation at the dome of the aneurysm. The web was removed and a second microcatheter was placed in the aneurysm to start coiling and subsequently withdrawing the via after initial coil placement. An adequate occlusion was obtained following remodeling and stent placement. The patient outcome was excellent after three months (mrs 0). This patient is excluded from follow-up analysis.